Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during dwell 5/7 of automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the pt line of the homechoice set without pausing therapy. When hp returned the cycler was alarming. In an endeavor to correct the issue, hp reconnected transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early and advised home pt setup with new supplies to complete therapy. Per rn, no pt injury or medical intervention was associated with this incident.